Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially complained of erroneous low sodium (na) results for 2 patient samples tested on a cobas 8000 ise module. Patient 1 initial na result was 106 mmol/l. The repeat result was 135 mmol/l. Patient 2 initial na result was 110 mmol/l. The repeat result was 142 mmol/l. The customer also provided data for 2 additional patient samples with discrepant low na and potassium (k) results. Patient 3 initial na result was 106.2 mmol/l. The repeat result was 139.2 mmol/l. The initial k result was 3.57 mmol/l. The repeat k result was 4.46 mmol/l. Patient 4 initial na result was 105.8 mmol/l. The repeat result was 133.4 mmol/l. The initial k result was 3.91 mmol/l. The repeat result was 5.13 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. Preventive maintenance was performed and qc results for na were outside of the acceptable range. The sample probe was replaced. Calibration and qc was performed but the issue was not resolved. The field service engineer (fse) visited the customer site and identified a dirty syringe that needed to be cleaned. The fse cleaned the syringe and the customer has not had any further issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
It was clarified that there were only 2 patient samples involved and not 4. The results listed in the initial report for patients 1 and 2 were approximations of results and were not the actual results. The correct results for patient 1 and 2 are those listed for patients 3 and 4 from the initial report. The field service engineer (fse) ran reagent primes and ise checks which were ok. Calibration and qc results were low. The fse removed and cleaned the sample probe. The sample probe was adjusted and air purges were completed. Calibration and qc were acceptable.